Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the hospital discharge check showed atrial lead dislodgement, evidenced by sensing and capture of the rv (right ventricle) and also confirmed via fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.